Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.